Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, while suturing the perineal muscle layer, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? The perineal muscle layer was being sutured. Procedure name and date? Perineal incision and suture; (B)(6) 2021. Patient condition? The patient had no adverse reactions after operation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.